Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was very hot. There was no report of patient harm or injury. The device was not returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was very hot. There was no report of patient harm or injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that scratches on top, unknown brown residue on knob, white dust deposits in blower outlet, white deposits in filter hole, debris consistent with dust in bottom of inside of device, white dust was observed o ring and top of blower and water marks on bottom of blower. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. Corrosion on pca, water spots in blower box, water spots in iso tube, water spots on rear panel, water spots on blower motor, mineral deposits in water tank.